Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and align were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent supracervical hysterectomy, abdominal sacrocolpopexy, and cystoscopy due to stage ii pop, urethral hypermobility, and menorrhagia. It was reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems and neuromuscular problems. It was reported that patient underwent correction of partial hysterectomy by removing cervix, ovaries and suture sling on (B)(6) 2012 due to severe groin pain upon standing from a seated position and prolapsed of cervix into vaginal area. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.